Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmd for investigation, it was found to have severe fluid ingress and was unable to turn on because of the damage this did to the pcb board. The pump could not be tested because it would not turn on. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They advised that it failed to alarm. The initial reporter also stated that the complaint had occurred during testing and had not had any affect on a patient. (B)(4).